Event description:
As reported from our affiliates in colombia, this was a case with a sapien 3 transcatheter valve in aortic position by transfemoral approach. During the procedure, the loader was able to be fully inserted into the sheath, but difficulties were found during the advancement of the delivery system through the esheath. The resistance was found in the transition of the expandable portion with the non-expandable portion. After multiple attempts, a vascular retraction was observed, and the procedure was aborted. The delivery system and the esheath were removed as a single unit without difficulties, with a small incision in skin and avoiding tearing. The arteriography showed a vasospasm, which did not yield to medication management. It was decided to perform an angioplasty with balloons, and vessel permeabilization was observed. The procedure was aborted and rescheduled within post operative day 8. The patient did not suffer any injury other than vasospasm and was noted to be stable after the aborted procedure. No abnormalities with the esheath nor the delivery system were observed prior to the procedure. No damage was observed in the sheath after the withdrawal. Perceived root cause of the event was anatomical factors.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaint for resistance between system components - inability to advance through the sheath was unable to be confirmed due to no imagery/device provided. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. As reported, "during the procedure, the loader was able to be fully inserted into the sheath, but difficulties were found during the advancement of the delivery system through the esheath. The resistance was found in the transition of the expandable portion with the non-expandable portion." The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: -tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As per event description, there was severe tortuosity in the patient's access vessel. -calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As per event description, there was presence of moderate calcium in the patient's access vessel. -undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. As per event description, the vessel was of appropriate size for use with the 14f esheath (greater than or equal to 5.5mm mld is recommended). -steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Per follow up communication, the esheath was inserted at a steep angle. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (steep insertion angle) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.